Manufacturer narrative:
Weight updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep via an hcp. It was reported that the hcp discussed the ¿call your doctor¿ messages that the patient was getting. Contacts 1 and 3 are not problematic, but contact 2 is. No changes were made at the patient¿s most recent hcp visit on (B)(6) 2017. Left stn: 3.8 v, 90 pw, 185 hz current: 1.614 (2.973 in (B)(6) 2016).

Manufacturer narrative:
Other applicable components are: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
Information was received from the rep via a healthcare professional (hcp). It was reported that the issue had appeared to be resolved after the replacement; however, when switched back to the original setting using contact 2, the patient did not feel well. The patient was subsequently switched back to the program using 1-, 3+. It was noted that the patient¿s pulse width was lowered so the patient could turn up voltage for tremor control. The patient¿s tremor reportedly did not change much, but they have started intermittently getting ¿call your doctor¿ screens on the programmer. The week of this report, the patient had their impedance checked and it had doubled from last visit from 1200 to 2400 ohms. It was reported that contact 2 has abnormal impedance again, but only at about 5000 ohms. All other contacts are within normal limits. The patient was clinically stable at the time of this report, so no changes were made. No further complications were reported. Refer to manufacturer report #3004209178-2016-19985 and 3004209178-2016-19988 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.